Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator. The customer's originally reported issues were confirmed; the elevator wire did not raise properly, and there was low angulation noted. The following additional findings were also noted: assorted scratches, dents, wrinkles, deformations and discolorations, slack in bending section cover and bending section cover adhesive detachment, shaved components, pinhole on switch 1, peeled connecting tube coating, resolving power not obtained due to damage on the charge-coupled device, water contact amount and water supply volumes not meeting the standard value due to clogging of the air/water tube, and part replacement needed due to annual inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the identity of the foreign matter could not be confirmed. Therefore, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the elevator of their evis exera ii duodenovideoscope would not raise up and there was low angulation. The issue was discovered by a technician during device maintenance. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the forceps elevator. The foreign material was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.